Event description:
It was reported during a case, there was "severe" artifact on the anesthesia monitor, including loss of monitoring of patient (screen turned black). The programmer from boston scientific lost rf connection to the ICD(s). There was no injury to the patient. The programmer was near the generator, however, this is standard for all device procedures.

Manufacturer narrative:
This MDR is being field based on a retrospective review of complaints received by the manufacturer for the time period (B)(4) 2010 through (B)(4) 2012. The pulsar generator was received in fair condition with minor surface imperfections. The unit functioned normally when energy was delivered into fixed resistors. With regards to the complaint that the generator caused other equipment to alarm, the rf generator is an "intentional radiator". It generates rf energy to cut and coagulate patient tissue, it is likely that the other equipment in the surgical suite was not properly shielded to function in an environment with intentional radiators. Applicable software and hardware upgrades were performed. The unit passed final testing and was recertified for use.